Manufacturer narrative:
Vyaire field service technician went onsite and evaluated the device. Technician removed faulty gas delivery engine and re-installed a new one. Re-attended the next day and reset serial number model configuration. Performed extended self test on new gas deliver engine and passed no leaks. Performed full calibration and owner verification process. Device was returned back to facility biomeds ready to go back to the department for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported auto cycle in neonatal mode intermittently appears on the avea ventilator during use on a patient, the vyaire representative confirmed there was no patient harm associated with the reported event.